Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A definitive cause for the reported patient effect of atrial perforation cannot be determined. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of atrial perforation cannot be determined. Although a conclusive cause for the reported patient effect of atrial perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Na.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
Patient (B)(6). This is filed for atrial septal defect (asd), requiring intervention. It was reported that on (B)(6) 2018, one clip was implanted, reducing mitral regurgitation (mr) from grade 4+ to grade 1+. On (B)(6) 2019, magnetic resonance imaging (MRI) noted a relevant left to right shunt. A transesophageal echocardiogram (tee) confirmed a relevant asd. And cardiovascular surgery was performed, resolving the event.